Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited micro dislodgment, decrease in sensing, decrease in impedance and increase in threshold. The lead was revised and remains in use. No patient complications have been reported as a result of this event.